Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Ablation was performed with an thermocool® smart touch® sf bi-directional navigation catheter. No issues nor steam pop were reported during the ablation. At the end of the procedure when performing a post procedure imaging with the soundstar catheter the patient was noted to had developed a pericardial effusion. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. A pericardial window was also needed to be done. Patient stayed overnight for monitoring. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, he believes that the adverse event occurred while advancing the wire. It is the physician¿s opinion that the adverse event occurred while advancing the wire (non-bwi product) during transseptal; however, since the adverse event was discovered after ablated with the bwi thermocool® smart touch® sf bi-directional navigation catheter, the involvement of the catheter cannot be excluded; therefore, this event is being conservatively coded and reported under the thermocool® smart touch® sf bi-directional navigation catheter. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Correction: it was noticed that the concomitant products were inadvertently omitted from the 3500a initial medwatch report. They have now been added to the concomitant product section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3/23/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the dilator would not pass through the hub of the vizigo sheath. There was no occlusion when irrigating the sheath. The sheath was exchanged and an invalid catheter ID error code 183 was displayed with the 2nd sheath. The catheter cable was replaced, but the issue remained. The sheath was not replaced as the physician decided to continue the procedure with the same device. The customer¿s reported issues of obstructed vizigo sheath # 1 and the visualization error code with vizigo sheath # 2 are not MDR reportable since the potential risk that these could cause or contribute to a serious injury or death is remote. The procedure was continued and ablation was performed with an thermocool® smart touch® sf bi-directional navigation catheter. No issues nor steam pop were reported during the ablation. At the end of the procedure when performing a post procedure imaging with the soundstar catheter the patient was noted to had developed a pericardial effusion. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. A pericardial window was also needed to be done. Patient stayed overnight for monitoring. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, he believes that the adverse event occurred while advancing the wire. Transseptal puncture was performed with a stjm sl1 sheath and a stjm brk xs transseptal needle. There was no evidence of steam pop during the ablation. The flow was set within standard settings for thermocool® smart touch® sf bi-directional navigation catheter. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 5mm range, 3 sec time and tag size 3. No additional filters were used. Surpoint was used prospectively as color option. It is the physician¿s opinion that the adverse event occurred while advancing the wire (non-bwi product) during transseptal; however, since the adverse event was discovered after ablated with the bwi thermocool® smart touch® sf bi-directional navigation catheter, the involvement of the catheter cannot be excluded; therefore, this event is being conservatively coded and reported under the thermocool® smart touch® sf bi-directional navigation catheter.